Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number: k072642.

Event description:
It was reported that the screws fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative two (2) certain® titanium large hexed screw (ilrght) were returned for investigation. Visual evaluation of the as returned product identified the screws fractured at the threads region. Signs of use. Device history record (DHR) review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product (ilrght) are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (ilrght) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.